Event description:
The facility reported a fail code 810:1 during a pt infusion . No reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.